Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Finished goods records were reviewed. Review indicates that all records were within specifications. No rejections finished goods operations. All activities and quality inspections were found according to specifications. No anomalies during the processing of the batch related to the event that could cause product failure was identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the quantity involved: can you provide the number of sutures that broke during the one procedure?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The sutures were bursting during the procedure. There was no consequence for the patient, but there was a delay in the surgery, because the thread burst.